Manufacturer narrative:
One used list #142480489, primary plumset, pe lined tubing, 107 inch; lot #946135h was received for evaluation on december 7, 2020. The complaint of leakage on the returned 142480489 primary plum set could be confirmed. The product was tested per product specification. There was a leak from the filter on the vent plug juncture with the cap open. The leak appeared to seep through filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A batch record review was performed to lot# 946135h, list# 14248-0489 and no discrepancies that may have contributed to a complaint of this nature were found.

Event description:
Additional information received clarifying the event. This report reflects the leakage observed on the filter vent during paclitaxel infusion with the first device with this patient.

Manufacturer narrative:
H10 - the device has been received for evaluation. Investigation is pending. D10 - date returned to MFR - 12/7/2020.

Manufacturer narrative:
The device is expected to be returned, however, it has not yet been received.

Event description:
The event involved a plumset where leakage was observed on the filter vent during paclitaxel infusion and after the chemo drug infusion was completed and started normal saline infusion. Leakage was noted on the floor. There was patient involvement and no report of adverse event.